Manufacturer narrative:
This report is submitted on august 14, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient underwent revision on (B)(6) 2018, due to incorrect placement of the device that occurred during initial implantation surgery. The device was explanted and the patient was reimplanted with another cochlear device during the same surgery.